Event description:
Small clip appliers (mcs20) lot# 676a89, exp 2/28/2027- handle locking up, unable to use. Noted last week on the same lot. Charge rn notified, and lot pulled from our stock and spd stock. Clip applier saved. FDA safety report ID# (B)(4).